Event description:
IV catheter with needle inserted, positive blood return, upon threading of catheter blood leaking out of space where plastic catheter meets yellow hub. Same issue for 2 patients. Requiring new IV catheter to be placed smith medical jelco #24g, lot# 4354285.